Event description:
It was reported to boston scientific corp. On july 21, 2009, that an autotome rx sphincterotome was used during an endoscopic sphincterotomy performed on (B)(6), 2009. According to the complainant, the physician advanced the autotome through the scope (olympus (B)(4)), then a position adjustment was made for the target site, the papilla. A guidewire was inserted into the tome. The distal end of the wire exited 5mm from the distal end of the autotome. The device was removed and inspected and a crack was observed 5mm from the distal end. The distal end appeared to be longer than usual. It was reported that the physician did not perform the rapid exchange with this device. The procedure was completed with another autotome rx sphincterotome. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, it there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).